Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ after the diskectomy was performed the wound was irrigated copiously once again and bone graft was placed. I placed one sponge of bmp up anteriorly, then I packed grounded up bone graft from the laminectomy bone up from anteriorly and packed it in. I placed two structural grafts; they were nuvasive triad grafts measuring 10 mm in height. They were placed, one on the right and one on the left, then additional bone graft was packed in between the grafts.¿ the patient tolerated the procedure well without any intraoperative complications.